Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: sample received consist in one (1) cassette product from part number 21-7302-24. Sample was received in used conditions without its original packaging, decontaminated inside in a plastic bag. Visual inspection results: sample was received without damage, without white cap and without blue clip. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus [cal. ID; 1.0386 due date: february 2022] to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. No fault found with the device. The cause of the reported problem could not be determined.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used conditions without its original packaging, decontaminated inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The sample was received without damage and without the white cap and the blue clip. During the functional testing, the sample was fully primed and connected without difficulty, the pump was set running and no alarms were activated. The complaint was not confirmed. The root cause was unable to be determined. No actions taken were performed since the complaint was not confirmed. The actions taken were not performed due complaint was not confirmed. E4 was unknown.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump alarmed "no cassette" 12h after cassette was connected to pump. Cassette was connected to a second pump but the same issue occurred. The nurse had to prepare another cassette and connected it to the second pump and issue was resolved. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.